Event description:
The customer reported to olympus that during preparation for a procedure the hd autoclavable camera head displayed no image. There was no patient death, harm or injuries reported with this event.

Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d9, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that the loss of image is due to a faulty charge-coupled device (ccd). The root cause of the faulty ccd was unable to be identified. During the investigation, it was found that the cable was twisted, and the connector was loose. These defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information was received from the initial reporter noting the procedure was a therapeutic and the procedure was finished using a similar device.